Manufacturer narrative:
Visual inspection under 30x magnification indicates the j stiffener wire has fractured approx 48mm proximal of the weld site. The proximal section of j stiffener wire measures approx 40mm and has migrated down lead body approx 5mm proximal of the distal end of the outer polyurethane insulation which was pulled apart from the proximal side of the anode band bond on the medial section of lead rec'd. X-ray of lead confirms j stiffener wire fracture.

Event description:
Device analysis is provided.